Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the result of 41 mg/dl, eating food, and then obtaining a 268 mg/dl result back to back within 10 minutes on the aviva system. Reporter stated that she also obtained another result of 115 mg/dl within 10 minutes of that last 268 mg/dl result on the same aviva system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.